Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed that the permanent cautery spatula instrument wire was damaged. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation related to customer reported complaint: the housing was removed, and the instrument was found to have a dislodged pitch cable. The yaw motion may be non-intuitive as a result.